Manufacturer narrative:
Investigation included a review of device history, device labeling, and complaint trend analysis. Investigation of this case revealed no additional findings due to lack of returned product and no reproducible failure information. It was concluded that the cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet issued an alert 38 indicating a motor stall that persisted after priming and rewinding, consistent with a motor function stall in the pump mechanism. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or daily activities.